Event description:
Reporter alleged obtaining discrepant blood glucose values of 154 mg/dl back to back with a result of 89 mg/dl when testing was performed within 5 minutes on the aviva system. No actions were taken or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.